Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, screen calibration issues were encountered during a threshold test. The subject programmer was returned. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a real time clock (rtc) issue.

Event description:
Reportedly, screen calibration issues were encountered during a threshold test. The subject programmer was returned. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a real time clock (rtc) issue.